Event description:
Customer reports to have a bad sensor possibly due to being bent / kinked. Customer states threshold suspend did not alarm when he had a low blood glucose of 36 mg/dl, which was treated with food. Customer's blood glucose at the time of call was 168 mg/dl. During troubleshooting, customer was advised of all alarms in history and advised that threshold suspend did alarm during low blood glucose. Troubleshooting could not continue as call was dropped. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).